Event description:
Rptr states doing back to back blood glucose testing, one after the other, using different fingersticks. The results were 109 and 56 mg/dl. Rptr did not have any symptoms. During troubleshooting, it was discovered that the strips had a green confirmation dot. On followup, the rptr is now using different strips and the blood sugar results are within expected range. No harm was alleged.